Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was being performed on an artery. A 2.75 x 32mm promus element plus was deployed in the artery. However, the patient expired on the same day.